Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionnaire has not been received. (B)(4).

Event description:
A doctor reported that during intraocular lens (iol) implant surgery, the haptic broke while it was being inserted in the patient's eye. The iol was exchanged for a new one. The patient presented with corneal edema and astigmatism after the surgery. The patient was treated with medication. Add'l info has been requested.